Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please clarify, you stated the washer was cut, however, did the device deliver staples? No information. If yes, was the staple line complete? Were there any missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into tissue? No further information will be provided.

Event description:
It was reported that during a laparoscopic total gastrectomy, the firing force was higher than expected when the device was used between esophagus and the jejunum. The surgeon grasped the handle as it is, and the washer was cut and the device could be removed. The same device was used to complete the case. There were no adverse consequences to the patient.